Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No number ramping noted during testing.

Event description:
The customer reported via phone call that numbers were ramping on screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.